Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: there was another occurrence yesterday and tubing was sequestered. Additional information received from the customer: please describe the issue in detail. Dalvance ordered, tubing primed, tried the tubing in 3 separate IV channels, air in IV alarm on all 3 channels after multiple attempts to re thread tubing into channel, new tubing obtained and primed, infusing started and completed. What was the medication type and duration of the infusion? Dalvance/duration of infusion 30 minutes. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient did not receive all of scheduled medication. Approximately 20 ml remained in defective tubing could you please confirm whether the medication was manually stopped due to the "air-in-line" alarm, resulting in 20 ml remaining, or if it was automatically halted by the system? The pump stopped the medication when it alarmed ¿air-in-line¿ and did not allow administration of remaining med with that detection.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles/air-in-line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Device history record review could not be performed because the lot number is unknown.